Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for an ar-6480, dualwave¿ arthroscopy fluid management system, the pump malfunctioned, the outflow did not function when the shaver was activated. This was detected during use in a rotator cuff repair procedure on (B)(6) 2025. The procedure was completed successfully as they aborted the outflow tubing usage. They changed to normal tubing to plug into a competitor's device. Troubleshooting was performed with the I&r manager through facetime and the cable was changed, the shaver port was changed, but nothing worked. The shaver that was connected to the pump was ar-8305, lot: eam160194.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to improper cassette insertion. Dfu-0212-eo: failure to adhere to the setup instructions and use of arthrex certified tubing may result in inaccurate pressure sensing and monitoring by the device. It is imperative that the user is aware that patient safety may be compromised when an alarm on the pump is ignored or silenced incorrectly. Never ignore or silence alarms. Follow appropriate troubleshooting procedures and carefully monitor the patient. Only arthrex certified tubing must be used. The complaint allegation could not be confirmed.